Manufacturer narrative:
Based on the claims against the product noting sparking, an investigation is in progress to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system received an error that occurred with one of the synchroseal instrument. When the surgeon initially began using the device the error appeared asking the customer to check the instrument for damage. The customer looked at the instrument and everything looked okay, so they continued. This error occurred another few times and then the instrument tip began sparking on the tissue when energy was being applied. The customer removed the instrument and replaced it with a new one, which they promptly did. The intuitive surgical, inc. (Isi) clinical sales associate (csa) had asked the customer to keep a hold of this instrument to return to intuitive surgical, inc. (Isi) for inspection. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the synchroseal instrument (part# 480440-06 / lot# l12230210-0057) was sparking during procedure. The instrument was inspected prior to use and there was no evident damage to the jaws. The customer reported that arcing occurred and it appeared at the tip of the instrument. The arc had grounded between the jaws. The surgeon was cauterizing when the arcing event occurred and it was unknown what caused the arcing event. There was no evident damage to the instrument noted after the arcing event. The customer confirmed that a monopolar cord was not connected to a bipolar instrument. The customer was using an erbe when the event occurred and used the settings of cut on 3 and coag with 3. The instrument was in use for around 10 minutes prior to the arcing event. The cadiere forceps instrument, monopolar curved scissors instrument and 30 degree endoscope were in use when the arcing event occurred. There was no tissue damage and the surgeon did not need to perform medical intervention due to the arcing event. The instrument tips did not touch any staples, clips, or sutures while energized. The instrument jaws were not immersed in liquid or contaminated by carbonized tissue or bio debris prior to activating the instrument. The instrument was able to be removed during the procedure and the wrist was straightened. The cannula was inspected prior to use and had no issues, but no pin gauge was used to inspect the cannula. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No fragments fell into the patient. The procedure was completed robotically with a backup instrument. There was no patient injury as a result of the instrument issue. There was a delay of 20 minutes due to the issue.